Event description:
It was reported that the patient had been experiencing a lot of abdominal pain and was feeling a lot of "tension" in the abdominal muscles where the implantable neurostimulator (ins) "should be working" for a good month and a half. The pain was constant and was getting progressively worse. The reporter indicated that the patient's device and leads were in the back area, and nothing was located in the front. The patient didn't feel stimulation in the stomach area but in the back and legs where he was supposed to feel it. The patient was seen by his healthcare provider (hcp) on (B)(6) 2013, where some general testing was done by pushing on the patient's abdomen. The hcp thought that "something like a lead" might have migrated and was over stimulating the abdominal area. A lot of x-rays and "things like that" had been done but nothing was obstructive in the bowel area where the pain was worse. It was noted that the patient had not turned stimulation off to see if the abdominal pain decreased. The reporter also indicated that the patient could actually turn stimulation on or off by pushing on the ins. There was no known accident related to this. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger ; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).